Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a post (power on self test) failure. The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the 2 dallas ds1286 real time recorders on gui and bd discs to correct the issue. Required tests and calibrations for this repair were completed in accordance with current service manual.